Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the sysmex ca-500 with dade innovin method. It was noted that the results were part of a comparison study and that the laboratory results were being used to monitor patients. The meter result was 2.5 inr and the laboratory result was 1.87 inr. The actual time and date of the comparison was not provided. The patient's therapeutic range was not provided.